Event description:
The following event was reported to implantcast gmbh: "deformed". Note: it is known that the issue occurred intraoperatively, hence it is very likely that it caused an extension of the surgery time. However, according to the available information, this issue had no health impact on the patient, since another stem impactor was available.

Manufacturer narrative:
According to the described incident, an ecofit® stem impactor was deformed during use. The product in question was not provided for an optical examination. Since no pictures were available neither, no optical examination could be carried out. Due to the incident description, it is assumed that the tip of the product where the stem is connected, was deformed. Nevertheless, this was not confirmed. It is known that the issue occurred during use/intraoperatively. However, this event had no health effect on the patient, as another stem impactor was used instead. It is very likely that a slight extension of the surgery was caused due to the reported error pattern. The manufacturing documents and the material certificates of the stem impactor were checked. These did not reveal any errors. The surgical techniques and instructions for use were also checked and showed no deviations. Based on the available information, no technical root cause could be determined why the stem impactor was deformed. It can only be assumed that the incident can be regarded as a random failure of a component with regards to the stem impactor. A potential cause could be an unintentional user error, however this cannot be confirmed or denied due to a lack of information. This event was assigned to the error pattern "deformation of the instrument" in the associated risk management.